Manufacturer narrative:
"Product problem" of the initial MDR was left unchecked. This report is being updated as part of a retrospective review of issues related to the reportable confirmed malfunction list. This section has been updated to reflect the correction.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported he was unable to test due to his adc blood glucose meter not powering on with button press or test strip insertion even after battery replacement. Customer further reported that on the morning of (B)(6) 2014, he was sitting in front of his computer and experienced lightheadedness. Customer attempted to test and was unsuccessful. Customer self-presented to a health care professional, was diagnosed with hyperglycemia, and treated with an insulin injection. There was no report of death or permanent impairment associated with this event